Event description:
It was reported that a needle tip broke off during a rotator cuff repair and was retained in the patient. The surgeon was not able to retrieve the tip out of the hard bone. Another needle was utilized to complete the case. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluated. Device history record review revealed nothing relevant to this event. As reported, the most likely cause of this type of event is hitting bone with the needle. This type of event can also be caused by the use of excessive force to pass the needle through thick or hard tissue. A new labeling statement has been placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patent injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.